Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored electrocardiogram. The programming changes were recommended.